Manufacturer narrative:
Qn# (B)(4). A visual nor functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history review could not be conducted since the lot number nor product code was provided. Per ha-000039 rev. 12 line: operational hazards - incorrect or inappropriate output or functionality - needle disengages/separates from suture when used with an accessory and/or suturing device: when the suture is used with an accessory and/or suturing device the suture may be subject to forces that are under control of the surgeon using the device. A corrective action cannot be implemented due to the lack of product code and batch number to perform a proper investigation to determine a root cause. The customer complaint cannot be confirmed due to the lack of a product sample and batch number to perform a proper investigation and determine a root cause. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when they were using the device with a zero polyester suture and upon deploying, the tip of the device broke off inside of the patient. The procedure was completed with the device. No patient complications reported. Patient was fine. The dart came off the suture and was not in the device when removed. The tip was not successfully removed from the patient because it was too small to be found. Therefore, the tip was left in the patient. Disclosure to the patient was performed.